Event description:
Customer states that they used a lifestyles condom twice and developed a slight urinary tract infection. The customer ignores the side effect and did not seek medical help. The third time was the worst, causing bleeding and a fever. The customer states that they had to call the physician for medication.